Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
It was reported that the patient is experiencing pain in his knee. Patient is complaining of his knee locking up. Patient also states that he is walking with a cane. Patient is reporting that it is very painful after physical activity.